Manufacturer narrative:
(B)(4).

Event description:
The service report shows the 840 ventilator was inoperable. Device was not being used when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) printed circuit board assembly (pcba). Device pass extended self test (est), short self test (sst), and performance verification test (pvt).